Manufacturer narrative:
The reason for this revision surgery was wear to the implant after 11.8 years of patient implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: 2 dislocation, 2 instability and looseness, 1 mal-positioned ,1 pain, 1 infection, 4 with un-specified reason for revision. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and the implant was subjected to normal wear. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to normal wear over time.